Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault and power cable disconnect and low voltage alarms were confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 1 day ((B)(6) 2021 per time stamp). Between (B)(6) 2021 at 06:49:53 ¿ 23:30:46, atypical power cable disconnect alarms were intermittently active while connected to either battery power or the power module and were coincident with rsoc invalid faults and low voltage advisory alarms. The alarms cleared shortly after activating. Driveline power fault alarms were active and accompanied by pwr_a_broken faults starting on (B)(6) 2021 at 23:04:06 to the end of the log file on (B)(6) 2021 at 00:41:41. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the driveline power faults resolved with the exchange of the modular cable and system controller, if the power cable disconnect and low voltage alarms resolved, and if any products will be returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 08dec2016. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms, low voltage alarms, power cable disconnect alarms, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarms. Some data points of the power a line were collected for comparison. The log file review displayed driveline power faults on power a on 15mar2021 to 16mar2021. This indicated that there was a discontinuity in the power a wire within the driveline. It was recommended to perform a modular cable and controller exchange to potentially solve the issue. The log also displayed intermittent low power advisories during routine power cable disconnects during approximately 1 day length. This was due to having the older controller software (B)(4). There were no other unusual events recorded in the log file event history. It was reported that the controller and modular cable were switched out. The log file review after both products were exchanged contained no unusual events. The current draws in power a and power b were relatively the same, which indicated that there are no unusual events regarding the power a wire. Related manufacturer report number of pump: 2916596-2021-01774. Related manufacturer report number of modular cable: 2916596-2021-01775.